Event description:
It was reported that the ventilator turned off during ventilation. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The only information received is the one provided in the problem description. No log files or service report has been provided nor any information about replaced parts or whether an on-site investigation was performed by our field service engineer. This information is not specific enough to point to any particular fault.despite several reminders the only information received regarding this complaint is the information stated in the complaint form, which is not enough to determine the root cause of the reported failure. Given this, we have not been able to confirm the problem nor can we identify any root cause. H3 other text : 4114.

Event description:
Manufacturer ref#:(B)(4).